Manufacturer narrative:
Updated with additional information and the initial report was submitted with wrong aware date 'date received by MFR'. The correct date is 14-sep-2020.

Event description:
Information received by medtronic indicated that the insulin pump slower to rewound and crack on top of screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis. Updated summary: information received by medtronic indicated that the insulin pump had motor error alarm in the last 3 weeks but there was no issue with rewind process. Customer was also getting no delivery alarm. Customer stated there was a scratch and crack on the device.

Manufacturer narrative:
Pump passed the displacement test but motor error alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery alarm due to motor error alarm. Motor passed motor test. Pump received with cracked battery tube threads, partial broken reservoir tube lip and cracked case reservoir tube window corner. The p-cap locks into the reservoir compartment properly noted. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a motor error alarm as well as no delivery alerts. The customer mentioned that the device was slower to rewind and cracks on top of screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.